Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the photographs provided by the customer were reviewed. The photographs showed a pseudophakic eye, implanted with a lens claimed to be a tecnis optiblue 1-piece iol with simplicity delivery system model dcb00v. The images appear to be just a zoom in/out of the same picture to make the reported issue more visible. In the image a dent/crack like mark located at the optic-haptic junction in the lens edge was observed, located at 8:30 in relation to the picture. Due to the mark's location there is a very low probability for it to contribute to visual issues/disturbances in the event the lens remains implanted; however, a definitive clinical impact cannot be determined from a picture assessment. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack had been observed at the base of the trailing haptic of the preloaded intraocular lens (iol) during viscoelastic material removal with irrigation and aspiration (ia) following iol implantation. The unit was prepared with ophthalmic viscosurgical device (ovd) and the physician did not experience any feeling of resistance when turning the rod of the plunger. The reporting physician completed the procedure as they considered that the observed crack would not affect the patient¿s visual acuity. There was no patient injury reported. Through follow-up we learned that no complications or additional maneuvers occurred. Ovd (type is unknown) was used and it was placed horizontally. The directions for use (dfu) were followed. The injector was discarded afterwards and the patient's current status is unknown. No further details were provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA (B)(4) . Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.